Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mid left anterior descending artery for treatment of a perforation, a 3.0x19 jostent graftmaster stent delivery system was advanced. Due to vessel bend/calcification, the device could not reach the perforation and was withdrawn from the anatomy. The perforation was ultimately sealed with prolonged balloon inflations. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. The patient was discharged to a rehabilitation facility two days post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.